Event description:
It was reported that while in the cath lab the ai-07167 was successfully pretested for inflation. The catheter was inserted and when the inflation began, it was noted that the balloon deflated. As a result, the ai-07167 was removed and inspected. At that time, the membrane was found to be ripped. The md requested another catheter to complete the procedure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.